Event description:
(B)(4). Provided with insurance. Type ii diabetic insulin dependent. Severe abdominal cramps with a stabbing feeling as if something is poking. Heavy periods, no energy, lots of headaches, unexplained rashes and hives, itching later discovered a sensitivity to nickel and possible pet fiber sensitivity. Hair loss, bloating, swelling on left pelvis, cysts on right ovary, unexplained pain in lower back. Joint pains, constant illnesses like a weakened immune system metallic taste in mouth, breast tenderness, new gluten sensitivity, new sensitivity to dairy, what use to take me a few hours to do now takes days. All my labs come out normal. Hysterectomy has been performed with removal of device on (B)(6) 2017.